Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the inner portion of the conduit curved inserter appeared to be bent. It was discovered upon inspection of the instruments, before sterilizing the set. There were no intra-operative events identified, that could have caused the bending. There was no patient consequence. This report involves one (1) implant inserter sh connection. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: tft30101; synthes lot: e19di1433; release to warehouse date: june 03, 2020; manufactured by: eit emerging implant technologies. No nonconformance reports (ncrs) were generated during production. Visual inspection: the implant inserter sh connection was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the tip of the inserter body was deformed and the inserter pin shaft was bent. The inserter knob was noted to have impact marks. No other issues were observed with the device. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the design of the device. Document/specification review: the following drawings (current and manufactured to) were reviewed: tft30101 implant inserter sh connection; tft30101 a tlif implant inserter sh connection; tft30101 b tlif implant inserter knob sh connection; tft30101 c tlif implant inserter pin sh connection; tft30101-05 tlif implant inserter pin, pin sh; tft20101-03 tlif inserter handle, tube. No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the implant inserter sh connection. A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.